Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported a resident fellow placed the catheter into a patient that presented with hypotension. The patient had an allergy to sulfa. The catheter was removed and the problem resolved. They do not know if there was a delay in treatment and no patient death was reported. It was noted the nurse is trying to obtain additional information.

Manufacturer narrative:
(B)(4). Additional evaluation: the reported complaint of the patient had an allergy to sulfa drugs, and the catheter was removed as result. The situation was resolved. The report was reviewed and no sample was returned. The information on abg+ states that this catheter is contraindicated for patients with a known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. A device history record review with a lot from sales history data did not reveal any manufacturing related issues. Operational context related to the patient's hypersensitivity caused or contributed to this event. No further action will be taken.